Event description:
Same case as MFR # 2134265-2011-02723. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. The left main coronary artery (lmca) was ablated with a 1.75mm rotalink plus. A rotawire guide wire was exchanged out and a non-bsc stent was implanted without issue. The physician crossed the left main circumflex (lmcx) artery with a non-bsc ivus catheter however, was unable to cross the proximal lad. A 330cm rotawire floppy guide wire was advanced to the lad septal branch. Upon advancing a 1.5mm rotalink plus burr through the guide catheter, the physician noted a noise. A vessel spasm occurred in the lad septal branch and the guide wire became trapped in the vessel and fractured. The burr and the proximal section of the guide wire were removed from the patient. Fluoroscopy confirmed the guide wire separated into two pieces. The physician did not attempt to snare and the distal section of the guide wire was left in the lad septal branch. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).